Event description:
It was reported by the customer that the device channel shutdown during a tpn infusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: PMA / 510(k)# additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of channel shutdown during a tpn infusion was not reproduced or confirmed through laboratory testing or log review. During external inspection the door cover was observed with fluid, and corrosion was observed on the latch pivot. Internal inspection fluid residue in left contamination was observed in left iui, and fluid residue contamination and corrosion were observed at the bottom of the rear case. No other issues or anomalies were identified during the inspection of the suspect device. All parts inspected were observed to be bd parts. The results indicated that both bottle side pressure sensor was out of specification. When light pressure was applied, both pressure sensors showed the expected voltage changes. However, the bottle side sensor voltage remained to 5v without pressure, resulting in channel error code 240.4150 (sensor broken high failure). After replacing the sensor, the suspect pump module successfully passed the analog sensor task. Iui test method was performed on the suspect pump module to recreate a channel disconnect event. During the test, the pump module no alarms, malfunctions or device disconnections were observed during testing. Alaris system maintenance (asm v12.3) was used to perform preventive maintenance (pm) on the returned suspect pump module. The test results show the device completed successfully without any observed errors or malfunctions. The event date was reported to have occurred on (B)(6) 2025, the time of the event was not reported. A review of the pump module error log showed that a system malfunction occurred, and error code 240.4150 (sensor broken high failure) was recorded on the reported date at 5:37 am. The pump module error and event logs were downloaded to ascertain event details associated with the reported complaint. The concomitant pcu or system logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resided on the pcu. No infusion was performed on the date of the reported incident. The last infusion was scheduled for july 16, at 7:13 pm, with a rate of 43ml/h with a volume to be infused (vtbi) of 999ml. The alaris¿ system user manual (v12.3.2), stated withing inspection requirements, to ensure that the alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. Failure to perform these inspections can result in improper device operation. Do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage to iui connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported channel shutdown during a tpn infusion was not confirmed during the investigation. However, the investigation found the bottle-side pressure sensor of the suspect pump module was out of specification. Note that this report lists imdrf annex a1801, a040502 , a0709, g0301204, g04037, g02017, c16, c0601, d0302, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the device channel shutdown during a tpn infusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm.